Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they got missing segments. Customer blood glucose reading was unknown. Troubleshoot was performed. Customer received new battery cap but issue was not resolved. Insulin pump will be returning for analysis.

Manufacturer narrative:
After battery installation, the device powered up with a partial display. The left half of the lcd screen was completely white, and the right half was grayed out making it hard to read. After further review of the device's interior, the individual diodes in the lower left corner of the lcd screen are cracked, plus there's another tiny crack in the circuitry located to the left of the lcd controller. Unable to perform the displacement and self tests due to the unreadable partial display.